Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation, as it was implanted in the patient. The root cause could not be determined.

Event description:
It was reported that treatment was performed for an a-com aneurysm on (B)(6) 2020. The fred was implanted in a satisfactory position without incident and the patient was discharged home. Three days post-procedure on (B)(6) 2020, the patient presented with stroke symptoms and a clot was identified within the fred. The patient was taken to the interventional radiology lab lab for an angiogram and treated with intra-arterial thrombolysis medications. The current patient's condition is unknown.